Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error 25. Adapt indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No pump error 68 or 75 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm and power error detected alarm. Troubleshooting was done for insulin pump error and customer reported that they were able to clear and rewound the insulin pump error alarm. Customer did self test and then insulin pump received insulin pump error again. Troubleshooting was done for power error detected alarm customer mentioned that they were able to clear power error detected alarm and rewound the insulin pump. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.